Manufacturer narrative:
The product was not returned for evaluation. No information on the surgical technique that was used, and no x-rays have been provided to integral to date. A review of the manufacturing record found no anomalies during the manufacturing period of the product. A review of the complaint system showed that this incident is the fourteenth incident (for the past two years) reported to newdeal about the breakage of uni/cp plate. The complaint rate for this kind of incident during the stated time period is 0.19 percent. Prior to release, following frequency determined by probability law applied to incoming inspection, uni-cp plates are tested for visual aspect (laser marking), documentary inspection - (measurements report, raw material certificates, label). Functional inspection (internal diameter, threaded holes, total length and thickness). Given the description of the event and lack of return of the product, the root cause of the incident could not be determined. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
The reporter stated that the device, a lower extremity compression plate, was observed to be broken two weeks after implantation. Integra requested additional information.